Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump emitted a replace battery alarm at 03:00 and they tried 4 different batteries to reboot the pump but the pump continued to give replace battery alarms. The reporter indicated having a blood glucose of 28 mmol/l with vomiting and diarrhea related to the issue. The reporter confirmed that the pump did not lose power without alarming. This report is made based on the allegation that the patient experienced hyperglycemia related to continual replace battery alarms.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: the pump black box history showed multiple ¿low battery¿ and ¿replace battery¿ alarms. The pump voltage recorded in the history was not low at the time of the alarms. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump electrical current draws were tested and were confirmed to be within specifications.